Event description:
According customer note, "tube loosening from luer". No adverse event reported. Material was received with no customer information provided.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.